Event description:
Procedure: lap chole. According to the reporter: the clipping did not form properly and tissue was torn. Used other device. There was no additional bleeding, nothing fell into the pt cavity and operating room time was not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B)(4).